Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling the cartridge with 200 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 200-300 mg/dl.